Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 346 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Unable to troubleshoot for high blood glucose levels due to the device being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker